Event description:
Anesthesiologist was using the b-smart pressure manometer to do an intrascalene block with rn assisting. In the middle of the injection, when there was a small pop; the local anesthetic solution started to leak out of the top of the manometer, around the indicator bar. The solution hit rn in eye. The startle effect almost caused physician to dislodge the needle in the middle of a block, wherein needle placement had been difficult. Pt had a successful block injection pressure. Never exceeded low 21's - yellow zone.